Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not starting up when plugged in to wall and battery connected. The field service engineer (fse) unplugged the battery and confirmed the device booted up successfully. The unit was then powered down and the battery was replaced. After replacement, the device booted up correctly with the new battery installed. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, anor14 station would not keep power on long enough for an update to occur. There were no adverse events or injuries reported based on this event.